Event description:
It was reported that end user was being transferred in the lifter when the t-fitting allegedly split causing the lifter to tipped. The end user fell into the pool. No serious injury reported.